Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a rupture. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak of the proximal extension occurred that was not included in the event as reported. In addition, a non-endologix stent was noted in the left external iliac artery. These findings were discovered during an examination of the 77-month post implant CT (computed tomography) scan. The most likely causation for the reported event is device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as discharged on the second post operative day following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: device remove 3190. H6: method remove 3221. H6: conclusion remove 11.

Event description:
Correction: the patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 6.5 years post initial procedure the patient presented with a ruptured aaa. Re-intervention completed with an afx2 bifurcated stent graft and suprarenal stent graft. The final patient status is doing well. Additional information: during clinical assessment it was determined that there was evidence to reasonably suggest a type iiib endoleak of the proximal extension had occurred."

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately 6.5 years post initial procedure the patient presented with a ruptured aaa. Re-intervention completed with an afx2 bifurcated stent graft and suprarenal stent graft . The final patient status is doing well.